Event description:
Did first flap with baha dermatome. During second flap excessive vibration occurred. Second flap used same blade as first. Dermatome handpiece usage stopped. Manual flap made. Incomplete edge of dermatome flap repaired. The dr was scheduled for two procedures that day. The first case being a unilateral case and then a bilateral case. The problem started with the bilateral pt. The entific territory manager observed the dermatome being put together by the scrub nurse. Everything was put together correctly and the dermatome piece was attached to the hand piece with the wheel tightened. The wheel was tightened and double checked. The dr tested the instrument by pressing on the motor without applying it to the pt. Mineral oil was applied to the blade as well as the skin of the pt. The technique used was good according to the territory manager. As the dr proceeded to cut on the first side of the bilateral pt, about half way through cutting of the flap, the dermatome started to shake while it was being applied on the skin. The flap of skin was extremely chewed up by the dermatome blade. When it was time to cut the flap for the second ear, another dermatome blade, dermatome and dermatome pin was used. This time the dermatome cut just fine. According to the dr, nurse, the pt is doing find and healing well.